Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse replaced the aspirate peri-pump tubing and the dispense and aspirate probes. At each stage of troubleshooting, the high sensitivity (hs) foam portion of the hs system check was checked for washing effectiveness. The field engineer did not report any issues or failures. Qc issues and a failed precision run reasonably suggest a hardware malfunction may have contributed to the erroneous result; however, no specific determination of cause could be made with the available information.

Event description:
The customer reported obtaining a non-reproducible false positive troponin I (access accutni+3) result on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for a patient. On (B)(6) 2016, an initial access accutni+3 result of 104.4 ng/l was generated for a patient sample and was reported outside of the laboratory. The normal reference range for access accutni+3 is 0.00 ng/l to 40.00 ng/l. The patient was sent home from the clinical decisions unit (cdu) and was prescribed clopidogrel. The same patient's sample was re-analyzed on the same unicel dxi 800 access immunoassay system and a lower result of 11 ng/l was obtained. A corrected report was sent. There was no report of additional change or impact to patient care or treatment in association with this event. Access accutni+3 quality control (qc) was recovering within range prior to patient testing but was out of range after patient testing. Calibration and a current system check prior to patient testing were not provided. On the date of event, a precision run performed by the customer, recovered with a failed 14.22 %cv. Sample handling and processing information such as centrifugation time and speed were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.